Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about six days after a routine device replacement procedure, the right ventricular lead triggered an alert for abnormal impedance. The patient was asymptomatic, no actions were taken, and the issue was considered resolved the same day. The lead remains in use. The patient is a participant in the product surveillance registry study. No patient complications have been reported as a result of this event.